Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A journal article published in surgical neurology international referenced a revision due to "persistent local infection". Three (3) years after suffering severe head trauma, the patient underwent a cranioplasty due to progressive resorption of her cranial flap and a pmma implant was used to replace her native bone. Eight (8) years after the part was implanted, the patient "presented after sustaining a small traumatic laceration over her cranial implant at the vertex, which exposed a small portion of the plate". The implant was removed due to "persistent local infection".